Manufacturer narrative:
Device evaluated by MFR; devices were not opened and adverse event occurred prior to implant of the devices during the surgery.

Event description:
It was reported that during surgery the patient had vagal nerve irrigated and then started experiencing asystole. No devices were implanted. No vns devices (lead or generator) were opened during this case. The patient had no pre-existing cardiac issues.